Event description:
User facility states that "several people" (exact number is not known) reported having their hands become blotchy and their hands itched. Those affected have used a steroid-free lotion.